Event description:
Implant was placed 5 yrs ago at the (B)(6) hosp in (B)(6) between l5 and s1. Since then the pt complains about ischialgia. It's assumed that the inferior plate was placed too posterior. Prodisc-l will be removed and a spinal fusion will be performed. Report #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.